Manufacturer narrative:
A getinge field service engineer evaluated the unit and confirmed the reported event. The fse suspected the datasettes were faulty. The fse replaced the datasettes. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that during routine check the cs100 intra-aortic balloon pump (iabp) was not working and alarmed electrical test fail code #35. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was not working and alarmed electrical test fail code #35. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.